Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was sleeping and had a no delivery alarm on the insulin pump. Customer stated that when he cleared the alarm, it said resume or rewind. Customer stated that he removed the infusion set and reservoir. Customer rewound the pump and verified that the alarm was cleared. Customer's blood glucose was 400 mg/dl. Customer stated that he has not treated yet. Customer was advised that the pump is work as designed and to do a complete set change as soon as possible.